Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death were reported as respiratory failure, diastolic congestive heart failure, rapid atrial fibrillation and chronic obstructive pulmonary disease.

Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6), 2014 under exemption (B)(4). Additionally this was submitted on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.